Event description:
The doctor reported the implant was removed due to osseointegration failure, 1 year and 4 months after implant placement. Bone quality around the area was type IV, and oral hygiene around the implant was moderate. Mobility was observed during the implant removal surgery. The patient has since recovered.